Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the cartridge was leaking. Additionally, it was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer successfully forced insulin into the cartridge to resolve the issue. The customer¿s blood glucose was 144-180 mg/dl.